Manufacturer narrative:
Insulin pump passed displacement test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Pump error 63 alarm (variable info was 3) confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that the insulin pump did not beep when she removed the battery. The customer¿s blood glucose level was 141 mg/dl. Customer reported that they did hear beeps when audio volume settings were saved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.